Manufacturer narrative:
(B)(4). The reported issue was reproduced. An authorized third party service engineer replaced the single board computer printed circuit board.

Event description:
It was reported that prior to use a ventilator display froze at the six images screen. There was no patient involvement.

Manufacturer narrative:
(B)(4). Medtronic was not authorized to evaluate/service the device. It was completed by a non-medtronic service provider. A single board computer printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. When the pcb was placed into a test ventilator the ventilator display froze at the six picture screen. The reported malfunction was duplicated.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to interface between the device and the failed component. If information is provided in the future, a supplemental report will be issued.